Event description:
Death occurred during a coronary procedure. Reportedly, the patient experienced a vt of vf after or when the unknown guide wire came off. When the patient experienced that the vf/vt, it was very difficult to cross the unknown guide wire and further treatments would be impossible without a guide wire crossing.